Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced multiple occlusion alerts followed by consecutive stalled motor alerts, after which the user restarted the device and continued to receive occlusion alerts before another consecutive stalled motor alert; blood glucose reached 375 mg/dl and remained elevated for about two hours, and the user elected to administer subcutaneous insulin by pen while using an inset 23", 6 mm infusion set. Symptoms included nausea concurrent with a reported stomach flu. Outcomes included temporary hyperglycemia that was self-managed without outside assistance or medical intervention. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.